Manufacturer narrative:
The device has been received, but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was completing the procedure using a hydrajagwire and an ultratome and noted that the coating of the hydrajagwire frayed. The procedure was completed with this device and there were no fragments of the hydrajagwire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician was completing the procedure using a hydrajagwire and an ultratome and noted that the coating of the hydrajagwire frayed. The procedure was completed with this device, and there were no fragments of the hydrajagwire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was completing the procedure using a hydrajagwire and an ultratome and noted that the coating of the hydrajagwire frayed. The procedure was completed with this device and no fragments of the hydrajagwire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Device evaluation: visual inspection of the returned device presents damaged coating. The coating presents shavings of ptfe starting from the jag end at 12cm, 106 to 113cm, 152 to 200cm and 219 to 240cm. The outer diameter (od) of the device was measured at three locations along the wire and the device is within od specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event has been confirmed, the ptfe jacket of the device is frayed. Although the exact cause of failure could not be determined at this time, the evidence presented by the device indicates that at some point during the procedure the guidewire may have came in contact with a sharp or metal object that may have caused the failure; therefore, the most probable root cause of the failure is that it was caused by other device. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was completing the procedure using a hydrajagwire and an ultratome and noted that the coating of the hydrajagwire frayed. The procedure was completed with this device and there were no fragments of the hydrajagwire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.